Event description:
(B)(4). I have been having occurring issues since I had the device placed in 2009. I have had extreme memory loss, severe pain, abnormal periods, migraines, body rashes, complete loss of sex drive, irritability, diagnosed since device was placed with hypoglycemia, swelling of my stomach, dizziness, insomnia, numbness of my legs, shooting pains in my hips and back that go through my entire body, and have been unable to work since symptoms have gotten more severe.